Manufacturer narrative:
Investigation summary: no pictures or samples were available for investigation. Without any pictures or returned samples, a root cause cannot be determined. Safety shield pivot inspection is performed on 40 samples each hour during production. During this inspection, the safety shield is pulled away from the needle shield allowing it to pivot on the hub hook. The safety shield is rotated to full allowable rotation until contact with the finger ramp, then back to the original position. If the safety shield does not rotate smoothly or comes loose from the hub hook, the inspection fails. Additionally, activation force is gauged every 2 hours during production, with a quantity of 12 samples per inspection. If the safety shield were to detach during this process, this would be notable. Needle safety shield (part number 700028720) batches 2189993, 2193178, and 2200942 were utilized in the production of finished goods batch 2139845. A review of quality notifications revealed no quality issues documented during the production of these batches by the vendor. A review of the device history record was completed for batch #2139845. All inspections and challenges were performed per applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The most probable root causes are a defective safety shield or user error. This cannot be confirmed without samples or pictures becoming available. There are no indications of a systemic failure during the manufacturing process of the complaint lot. All in-process inspections passed per applicable acceptance requirements.

Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached. The following information was provided by the initial reporter: eclipse needle guards detaching instead of shielding the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached. The following information was provided by the initial reporter: eclipse needle guards detaching instead of shielding the needle.